Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. An x-ray was done, and the device has shifted compared to the implant. The doctor will discuss a revision procedure with the patient. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise via a change in the intrinsic amplitude. Office testing was able to recreate the noise. There was some railing in the electrograms. The patient has lost a lot of weight. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the electrode was explanted and replaced. The pulse generator remains in services. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. An x-ray was done, and the device has shifted compared to the implant. The doctor will discuss a revision procedure with the patient. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise via a change in the intrinsic amplitude. Office testing was able to recreate the noise. There was some railing in the electrograms. The patient has lost a lot of weight. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the electrode was explanted and replaced. The pulse generator remains in services. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. An x-ray was done, and the device has shifted compared to the implant. The doctor will discuss a revision procedure with the patient. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise via a change in the intrinsic amplitude. Office testing was able to recreate the noise. There was some railing in the electrograms. The patient has lost a lot of weight. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise via a change in the intrinsic amplitude. Office testing was able to recreate the noise. There was some railing in the electrograms. The patient has lost a lot of weight. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.